Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported failure detection of the battery pca. There was no reported patient involvement/adverse patient impact.

Event description:
The customer reported a failure detection was made. There was no reported patient involvement/adverse patient impact.